Event description:
While using "in.pact" drug eluting balloon (size 5 x 100) at nominal pressure, which is 8 atmospheres, the balloon ruptured, at which time the balloon catheter was removed from patient with no adverse effects.